Manufacturer narrative:
It is reported that the device is available for evaluation. Device sample not received at the time of this report.

Event description:
The event is reported as: during use, the hem-o-lok was broken at the working part. No patient injury or intervention reported.